Event description:
It was reported that (1) ax55b was used during a colon resection procedure. It was reported by the rep that the or staff had attempted to use an ax55b linear stapler and had determined that "the staples had fallen out" prior to the instrument being used. A new ax55b stapler was brought in and the case was completed without further incident. There was no pt consequence.